Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Photos received confirmed the description of the event. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.

Event description:
This was a diagnostic case, which converted to a percutaneous coronary intervention with stent placement. No calcification or scarring was observed. The physician did not have difficulty inserting the axera device. Following sheath insertion, angiography revealed a dissection at the insertion site. Upon discharge on (B)(6) 2012, the patient had diminished pulses in both feet. The patient complained of groin pain, became symptomatic, and was brought back for intervention on (B)(6) 2012. Re-access via the left groin and repeated long, low-pressure balloon inflations were performed. The patient recovered with no further sequelae and was discharged on (B)(6) 2012.